Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Through investigation, it was learned that the device was explanted after a implant duration of zero days, due to an unsuccessful ring repair. Patient also had another device explanted at implant on the same day. A device history record (DHR) review has been started.

Manufacturer narrative:
Device not returned.